Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 02-sep-2025, it was reported that a beta bionics ilet user experienced fluctuating blood glucose with a lowest reported value of 39 mg/dl overnight, and a highest reported value of over 400 mg/dl during the day. The hyperglycemia was addressed by performing a full supply change and continuing insulin delivery. No outside medical intervention was required.